Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 , serial number: (B)(6), batch/lot number: 7169178, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 807041, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing a shocking sensation during certain periods of use of the device. It was noted that patient runs his programming at a higher percentage. X-ray images were obtained and one lead has migrated down a few vertebral levels. After program optimization, all patients pain areas were captured.